Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No low battery alert noted during testing or in the pump trace download. Hardware low level failure alarm confirmed in the pump history due to broken trace on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failure and did not pass the self test. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump batteries lasts only 1 to 5 weeks. The insulin pump will be returned for analysis.